Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-02364. It was reported by the plaintiff's attorney that on or about (B)(6) 2010, the plaintiff was implanted with a miniarc single-incision sling "with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse". It was also reported that the plaintiff had "complications", "sought medical attention", and had an "additional surgery to remove" the device in or about (B)(6) 2010. It was alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, additional surgeries, continual bladder and urethra infections", "has experienced significant mental and physical pain and suffering", "was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused plaintiff severe mental and physical pain and suffering", has sustained "permanent injury", and has had "other injuries".